Event description:
It was reported that a malfunction occurred on the pump, with a malfunction code displayed as malf 12, and the fault ID was available. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, but the malfunction persisted after resetting. Consequently, technical support decided to replace the pump, and a new one with updated software was sent to the customer. Training will be available through their tandem source account. The customer acknowledged the instructions to return the problematic pump to tandem using a pre-paid label within 10 days.